Event description:
It was reported that a malfunction alarm occurred. There was no reported impact on the customer's blood glucose level. At the time of report the customer had already reset the pump, and the malfunction code did not recur. Technical support advised the customer to continue using the pump, the customer acknowledged.